Event description:
Anaphylaxis during surgery. Pt was taken to or for laparoscopic lysis of adhesions, however it became necessary to convert to open procedure. She suddenly became extrmely hard to bag, o2 sat decreased, bp decreased. Pt was given epinephrine, (sc and IV drip), norepinephrine, hydrocortisone, diphenhydramine, albuterol, and ranitidine. There was complete recovery from episode. Or meds: anesthesia start 1420, fentanyl, midazolam, rocuronium, etomidate, ondansetron IV 1515, anaphylactic reaction 1610.